Event description:
The customer reported that the sys left monitor would cut out during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards and connecters were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.